Event description:
It was reported that during a lap cholecystectomy procedure, the device jaws with the tissue pad broke off on the device. It was stated that the device did not come into contact with any metal. The jaws appeared to be misaligned during use but were opening and closing. The piece was retrieved intact through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.